Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise along with oversensing and pacing inhibition that resulted in greater than 2 consecutive seconds of cardiac asystole. This patient has a heart block. Also, the induction episode have fibrillatory waves ranging from 0.8 mv to 1.5 mv with one as low as 0.3 mv. The sensitivity is currently set to 0.25 mv. The field representative tried recreating noise with isometrics and arm movements however no noise was reproduced. Boston scientific technical services (ts) discussed that this could more of a diaphragmatic noise rather than a lead integrity issue and recommended other troubleshooting options. Additional information indicated that the cause of noise and oversensing was not conclusively determined. The system will continue to be monitored on the time being. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.